Event description:
The catheter sheared off a few cm from the origin in the left subclavian vein, immediately distal to the clavicle. The fragment of catheter was in pt's right atrium. Fragment removed via right groin incision. Cath removed on left. Reinsertion, new cath with different tip.